Manufacturer narrative:
An event of difficulty rotating the valve and incomplete leaflet cooptation was reported. The valve was returned to abbott for analysis. Both leaflets were able to fully open and close with no resistance occurring. The valve was able to be rotated freely. The orifice, pivot guards and recessed pivot areas did not have any visible evidence of surface damage or anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing to ensure proper leaflet coaptation and hemodynamic performance, and the product met all specifications. The cause of reported event could not be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 21mm sjm regent heart valve w/ flex cuff was chosen for a aortic valve mechanical valve replacement surgery. After the mechanical valve was implanted, attempts were made to rotate the leaflets to adjust the direction, but it failed after multiple tries. So the subsequent surgical procedures could not proceed normally. A new 21mm regent heart valve w/ flex cuff was chosen and the rest of the surgery went smoothly. The patient was reported stable.